Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The customer's report was duplicated and the compressor was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "self test failure -1001" error message when in the magnetic field on an MRI scanner machine. Complainant did not indicate that there was any patient involvement in the reported malfunction.